Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient started treatment with vancomycin (1g; route, frequency, and duration not reported) and gentamicin (40mg; route, frequency, and duration not reported) for peritonitis. The following day, the patient was hospitalized for the event. Also that day, the patient started treatment with meropenum (500mg; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. At the time of this report, vancomycin, gentamicin, and meropenem remained ongoing. No additional information is available.